Manufacturer narrative:
The reagent performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned the results for 2 patient samples tested for elecsys toxo igm (toxo igm) on a cobas e 411 analyzer (rack system). Patient 1: on (B)(6) 2023, the toxo igm result was 0.832 coi (borderline). On (B)(6) 2023, the toxo igm result was 0.891 coi (borderline). On (B)(6) 2023, the chemiluminescent immunoassay (clia) method toxo igm result was 4.3 ua/ml (negative). Patient 2: on (B)(6) 2023, the toxo igm result was 0.956 coi (borderline). On (B)(6) 2023, the toxo igm result was 1.02 coi (positive). On (B)(6) 2023, the toxo igm result was 1.02 coi (positive).

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. The investigation is ongoing.